Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3.50x48 mm xience skypoint stent delivery system (sds) was attempted to be advanced to treat the lesion; however, failed to cross due to the anatomy. Therefore, the sds was removed from the patient and resistance was felt during removal of the sds. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was use to complete the procedure. No additional information was provided.